Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-4318, serial/lot: (B)(4), description: clik x anchor sterile kit.

Event description:
A report was received that the patient experienced a fall with their bike in early 2019. The patient also experienced inadequate stimulation and high impedance on several contacts. The patient underwent a revision procedure to replace the lead and the click anchor. The physician damaged one loop of the click anchor while cleaning the product for transport. Although, the loop of the click anchor was good when the product was explanted, the physician decided to replace it. The explanted products are expected to be returned for product analysis. The patient was doing well postoperatively.

Event description:
A report was received that the patient experienced a fall with their bike in early 2019. The patient also experienced inadequate stimulation and high impedance on several contacts. The patient underwent a revision procedure to replace the lead and the clik anchor. The physician damaged one loop of the clik anchor while cleaning the product for transport. Although, the loop of the clik anchor was good when the product was explanted, the physician decided to replace it. The explanted products are expected to be returned for product analysis. The patient was doing well postoperatively. The lead was returned and visual analysis confirmed the high impedance issue as multiple cables were completely broken at the bent/kinked location of the lead. The clik anchor was also returned and visual analysis indicated that the eyelet of the clik anchor was torn.

Manufacturer narrative:
Analysis of lead sc-2366-70 serial number: (B)(6) revealed the complaint of high impedance has been confirmed. Visual and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location was 1 cm from the set screw mark of the clik anchor. There were no exposed cables at the fracture location. The lead was kinked after it exited the clik anchor, resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. Analysis of clik anchor sc-4318 (batch/lot number: 19872279) was performed and visual inspection of the device revealed that the eyelet of the click anchor was torn. The fall most likely exerted a high pull force on the lead. Since the lead was securely attached to the anchor, most of this tensile force was likely exerted onto the anchor eyelet, causing the eyelet to rip.